Event description:
It was reported that prior to the explantation, the intraocular lens (iol) haptic was bent. After it was implanted the lens did not center properly. The lens was explanted without difficulty and the patient was happy with the visual outcome one day post-op.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
The intraocular lens was returned to our quality assurance laboratory for inspection. The inspection revealed that the lens had one (1) broken haptic and appeared to have evidence of viscoelastic. All pertinent information available to abbott medical optics has been submitted.